Event description:
It was reported that during preparation for an unspecified procedure, the distal end of the iq marker guide wire separated. The lesion being treated was located in the circumflex (cx). The event occurred outside of the pt and the device was not used. The procedure was successfully completed with a different device. No pt injuries or complications were reported.